Event description:
It was reported that in 2002 the patient underwent repair of right achilles tendon and an absorbable suture was used to anchor the tendon. Seven months later patient complained of feeling a knot in their right ankle that exhibited some tenderness. In 07/2003 patient underwent debridement of the tendon and removal of the absorbable sutures. The tendon had been described as thickened with edema at repair site. Irritation at the site of the sutures was noted.